Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial#(B)(6). Product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that the flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) power button did not turn green when they pressed it, and the wr battery indicator lights are flashing and scrolling up and down continuously. The patient mentioned that the wr had been in the charging dock for the past few days, but they were uncertain as to how this issue came about. The patient confirmed that the wr was not dropped nor had it gotten wet. Before calling, the patient stated that they pressed the power button and confirmed that the wr powered off and that the indicator lights were grayed out, but when they pressed the wr power button to power it back on, only the battery indicator lights were flashing and scrolling up and down continuously. During the call, they had the patient press and hold down the wr power button in attempt to reset it, but the wr did not reset. The patient mentioned that wr battery indicator lights would turn off after holding down the wr power button for several seconds, then they would turn back onafter several more seconds, but the pattern would repeat and the power button never turned green. The issue was not resolved. A new wr and dock were sent.